Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during in clinic check, intermittent oversensing on the ventricular channel due to myopotential oversensing was noted. Patient had been vomiting and that may have contributed to oversensing. Isometric testing and programming changes were recommended. Since this was single occurrence, no changes have been made at this time